Manufacturer narrative:
(B)(4). Batch # n54y1d device evaluation: the analysis results showed that the cr40g cartridge was received with no apparent damage. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. No functional test was performed due the condition of the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n54y1d. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, while doctor is stapling, the staples are not formed properly and it is misfired. There were no patient consequences reported.